Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. According to the patient, on approximately (B)(6) 2026, the patient suffered a seizure and was severely hypoglycemic, which the dexcom cgm didn't register. The correct blood sugar level was then measured by the paramedics (no values reported at that time). No other details or treatment information in regard to the event was provided. No data was provided for evaluation. The allegation and the probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.